Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pruritus ('itching / scratched my own skin') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pruritus (seriousness criteria medically significant and intervention required), chest pain ("intense chest pains"), pelvic pain ("pain is excruciating"), abdominal pain upper ("gastric spasms") and muscle disorder ("muscular issues"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pruritus had resolved, the chest pain, pelvic pain and muscle disorder outcome was unknown and the abdominal pain upper was resolving. The reporter considered abdominal pain upper, chest pain, muscle disorder, pelvic pain and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: pruritus, muscle disorder, chest pain, pelvic pain, abdominal pain upper. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- new events intense chest pain, pain is excruciating, gastric spasms and muscular issues were added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pruritus ('itching / scratched my own skin') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pruritus (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pruritus had resolved. The reporter considered pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: pruritus no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.